Manufacturer narrative:
As a result of the investigation, the following fields have been updated: d1, d4, d10, g4, g4, h6, h7, and h9. D10. Concomitants: (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 200-04-55 - cemented finned tib. Tra sz 5f/5t . (B)(6), 201-46-10 - holding pin headless 3" (4 pk). (B)(6), 203-90-01 - 11-2624 powerpro sawblade. (B)(6), 244-02-05 - optetrak asy hi-flex ps cem fem, sz 5, left. H6. Investigation results - the revision reported may have been the result of polyethylene wear, instability and loosening as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear cannot be determined as the explanted devices were not returned for evaluation, and radiographs, photographs, and operative notes were not provided.

Manufacturer narrative:
D10: concomitants: (B)(6), 244-25-11 - optetrak hi-flex tibial insert sz 5 11mm. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 200-04-55 - cemented finned tib. Tra sz 5f/5t. (B)(6), 201-46-10 - holding pin headless 3" (4 pk). (B)(6), 203-90-01 - 11-2624 powerpro sawblade. (B)(6), 244-02-05 - optetrak asy hi-flex ps cem fem, sz 5, left. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2007. Approximately 15 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient has suffered the following injuries: pain, suffering, and instability in his left knee. The components of his implant were noted to be grossly loose and were replaced. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.